Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder, breast pain, psychiatric disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5085131) that a female patient of unknown age who underwent breast augmentation with mentor smooth saline implants on (B)(6) 2012, experienced the following: trouble walking upstairs ( would get out of breath), vertigo while driving (having to pull over often and be late to events and school because I had kids in the car and was afraid she would pass out or crash), food allergies, extreme anxiety (worst feeling in the world; taking over her life and way of living), extreme joint/ body pain all over (felt like a 90 yr old woman in her 20's and 30's, slow movement (on the days that she was able to get out of bed), extreme fatigue (would fall asleep during conversations with her own kids and everyone around her), tingling and numbness in limbs, sensitivity to lights, chronic suicidal thoughts, depression, extreme pain in breasts, hair loss and hair thinning, positive ana titer w/reflux showing positive for autoimmune diseases such as lupus, rheumatoid arthritis, raynaud's and more. The patient also experienced the following symptoms, which she is still experiencing post explantation on (B)(6) 2017: migraines, heart palpitations that would last longer than 50 minutes , atrial fibrillation, heart skipping beats, sensitivity to cold/diagnosed with raynauds, an enlarged thyroid goiter with nodules that she has to have biopsied to see if they are cancerous, trouble swallowing, clicking in ears when swallowing, chronic ringing in ears, sensitivity to sound, muscle weakness, mold toxicity in her body, high inflammation in body, confusion when talking (took so much energy to try to put sentences together that she got to a point of giving up and not talking as much as she would normally), slurred speech (at times she was afraid she was having a stroke), extremely poor memory, developed allergies with the implants in, unnecessary weight gain with healthy eating habits and workouts, diagnosed with lyme disease (with implants in she had 7 positive bands of lyme and once removed implants it went down to 1 positive band but it is the one band that shows she will always have chronic lyme because of the implants. The patient believes she had breast implant illness. The patient expressed that she thought she was going to die and that this issue with her implants had serious strain on her marriage, finances and being a mother. The patient underwent explantation on (B)(6) 2017. The patient reported that the devices had a leak in them as after she had them at home the saline completely emptied from them. Per patient, her doctor believes all her symptoms were due to the implants. The patient also believes she will need a CPAP machine because she thinks she developed sleep apnea. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases (statement from (B)(6), of the FDA¿s center for devices and radiological health on agency¿s commitment to studying breast implant safety). This medwatch form is for the left breast prosthesis.